Manufacturer narrative:
The device has been returned on march 19, 2020, and at the time of submission of the initial MDR, as submitted therein, the device evaluation was in progress. The device evaluation is now completed. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (lot #), d10, g4, g7, h2, h3, h4, h6 and h10. The user complaint was not confirmed. Upon device evaluation, the reported issue could not be duplicated. No other issue was found and the device was found to be functional. The device history review confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process of this device. As general information, when the device is connected while the power is on, and rush current flows to the charge couple device (ccd), the ccd is damaged and makes it impossible to use. There are instruction associated with pre-cleaning of the device: the device should be disconnected. After immersion in disinfectant solution, dry the video plug and its electrical contacts thoroughly before use to prevent short-circuiting, etc. Since the device had no malfunction upon evaluation, it is assumed there was a temporary image anomaly. From previous cases, such an anomaly can be attributed to the fact that there was dirt on the video connector electrical contact and moisture remained.

Manufacturer narrative:
Due diligence for additional information was executed. The device is returned but a device evaluation is not yet completed, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for an unknown procedure the image did not appear. The device was swapped for another and set-up was continued with no impairment to the procedure that followed. There was no patient involvement.